Manufacturer narrative:
Alleged failure: while cleaning tissue a piece of plastic at the tip broke off and when removing the wand multiple pieces fell off. Salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be user error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. The pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The pieces were retrieved.